Event description:
A mother contacted the distributor to report that her daughter inserted the e.p.t. Pregnancy test into her vagina. The mother reported that she had to take her daughter to the hospital to remove the test. No other info was provided.

Manufacturer narrative:
The product labeling has been revised to include a warning not to insert the device into their vagina. As no lot number was provided, it is not possible to determine whether the user of the device received the revised labeling.